Manufacturer narrative:
The reported pump stoppage was confirmed based on the information contained in the submitted system controller log file; however a root cause for the event could not be determined as no products were returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 7 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, the pump speed reductions were observed on the system controller's history screen. Following an evaluation of system controller log file, x-rays, and the patient's driveline, a distal-end driveline replacement was completed on (B)(6) 2015. A pump off alarm was reportedly seen in the event log upon interrogation of the vad. It was reported that the patient recalled hearing a quick alarm shortly after connecting the system controller to the power module at night and reported that it had self resolved. No impact to the patient was reported. It was reported that the patient was admitted to the hospital for further evaluation and a clinical reason for the alarm could not be found. The patient's lactate dehydrogenase level was reportedly in the normal range when the patient was seen in clinic. The patient's system controller log file was evaluated by a representative of the manufacturer's technical services team and a pump stoppage was confirmed. The log file information indicated that the pump stoppage occurred on (B)(6) 2015 and lasted for approximately 3 seconds. The log file analysis did not find evidence to suggest that the pump stoppage was caused by a high current situation and the patient also denied any electrical issues at home. X-ray images of the driveline repair site were examined and no issues were observed. It was reported that the patient was seen again after the incident and no further alarms were observed. The patient was reportedly doing well and none of the patient's equipment were exchanged as the patient's system controllers had been recently exchanged when the distal-end driveline replacement was performed.